Event description:
A shoulder revision surgery was performed on (B)(6) 2026, due to implant dislocation/luxation for unknown reasons. During the revision procedure, the surgeon explanted the liner, glenosphere, and connector pin, which were subsequently replaced with custom components. The previous shoulder surgery was performed on (B)(6) 2024. The following devices were involved in the procedure: smr rev. Hp lat. Liner medium (product code 1365.09.115, lot #2322245 - ster. (B)(4) smr small-r connector +4 (product code 1374.15.314, lot #2332997 - ster. (B)(4) smr reverse hp glenosphere 40 mm (product code 1374.50.400, lot #2330500 - ster. (B)(4) the patient is a female, born on (B)(6) 1948, with a high bmi level and a very low activity level. No additional clinical information is available. The event occurred in australia.

Manufacturer narrative:
Investigation: checking the manufacturing charts of the involved lot #2322245, no pre-existing anomalies were found on the 37 components manufactured with the same lot #. Checking the manufacturing charts of the involved lot #2332997, no pre-existing anomalies were found on the 50 components manufactured with the same lot #. Checking the manufacturing charts of the involved lot #2330500, no pre-existing anomalies were found on the 49 components manufactured with the same lot #. A final MDR will be submitted once the investigation is complete.